Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a loose end cap prior to use. The following information was provided by the initial reporter: at 9 o 'clock, the patient was admitted to hospital due to dizziness for one day, and underwent enhanced CT examination. When using bd closed indwrest needle product to prepare for puncture, the needle was separated from the needle cap and the needle was bent. No harm was done to the patient. The indwelling needle should be replaced.

Manufacturer narrative:
MFR# 3006948883-2020-00233 has been determined to not be reportable due to corrected information. This complaint is no longer reportable for a loose end cap. A bent needle will likely be discarded by the clinician prior to use, therefore it would not lead to harm / serious injury requiring medical or surgical intervention. If a bent needle was used, it will not likely affect the intended use of the device. No adverse health consequences: may result in annoyance to user or reinsertion but will not lead to harm or serious injury. As a result of this change in reportability and issue to bent needle MFR# 3006948883-2020-00233 is void.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a loose end cap prior to use. The following information was provided by the initial reporter: at 9 o 'clock, the patient was admitted to hospital due to dizziness for one day, and underwent enhanced CT examination. When using bd closed indwrest needle product to prepare for puncture, the needle was separated from the needle cap and the needle was bent. No harm was done to the patient. The indwelling needle should be replaced.